Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was leaking. It was reported that the vizigo sheath hemostatic valve was leaking back blood during the procedure. The vizigo sheath was replaced, and the issue resolved. The procedure continued. No patient consequences were reported. The physician stated that the valve was leaking after the introducer was removed. The sheath was removed and replaced. Bwi sales consultant was not able to directly observe the sheath removal but no further comment on physical damage was made. No further intervention was required. Blood loss was minor and did not impact the procedure. The sheath was saved for return. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation (mre) was performed for the finished device number 00001935 and no internal action related to the complaint was found during the review. Based on the mre, the h4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).